Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), MFR. Date 05/2016, exp. Date 05/2021. Batch # (B)(4), MFR. Date 05/2016, exp. Date 05/2021. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Received used drain. There are a lot of dry blood clots inside of the drain. Upon the functional test, the drain functions normally, though the flow is slow because of the clots inside. Apparently when the clots were wet and bigger in their volume, the affection on the flow was much more strongly. Most probably, the excessive blood clots inside the drain affected the normal flow.

Manufacturer narrative:
(B)(4) . The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# j1610417 exp date: 05/2021, MFR date: 05/2016. Batch# j1610149 exp. Date: 05/2021, MFR. Date: 05/2016 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the drain was implanted. During the procedure, when trying to apply negative pressure, the drainage system did not work. The doctor opined there was a hole in a drain. There were no adverse patient consequences reported. No further information is available.